Event description:
Additional information was received from the rep. It was reported that the cause of the high impedance was unknown. Rep increased pulse width and rate. The high impedance has not been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was implanted on the day of the report for bilateral sacral nerve stimulation. The rep said impedances were showing >10k on electrodes 0-7. The rep re-ran at 1.5v and all values were over 20k. Technical services (ts) advised the rep to wipe and reinsert, changing ports and also advised to test at 3v; the values on electrodes 8-15 ranged from 19k-24k. The healthcare professional (hcp) was going to close and ts advised that the patient would not get therapy with impedance values that high. The rep did not have pre-case values. Ts walked the rep through programming pw to 300, voltage 3v and adding a pair of 8&10. The rep took a group impedance and it was >4k. Ts walked the rep through adding cycling of 3 seconds on and 3 seconds off and no motor response was observed. No symptoms were reported. No further complications were reported/anticipated.